Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate was misidentified twice as providencia alcalifaciens. The identification was verified by the maldi giving the results proteus mirabilis. No health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate was misidentified twice as providencia alcalifaciens. The identification was verified by the maldi giving the results proteus mirabilis. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification on a phoenix m50 instrument. The customer reported that they were receiving inaccurate results on different strains, most commonly when the expected results are proteus and pseudomonas with the instrument instead reporting results as providencia alcalifaciens. The customer and bd service were in communication. There is a scheduled pud update at the end of the month as well as the customer requested the site visit to be postponed until september. The customer did not report any additional mis-ids since this case opening. If any future mis-ids occur, a new case will we be opened. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. Lab reports were provided for this investigation; however, no other samples were made available, therefore no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed one previous mis-ID case # (B)(4) which completed its investigation by referencing a separate case for reagents. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.